Manufacturer narrative:
Unit received and placed unit under microscope and found contamination/moisture damage inside the female connector, and at the connector pins. In conclusion, unable to perform functional test, verify rf/ble/downgrade/association/accuracy test due to the contamination damage. The customer complaint of charging, led, unexpected alert, and not communicating anomalies could not be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged for led anomaly, transmitter unable to charge, lost sensor signal due to loss of communication between insulin pump and transmitter, received change sensor alert. The customer reported no adverse event. The event involved products mmt-7841zn, mmt-7040a. Troubleshooting was performed for sensor alerts. Customer was unable to run a transmitter test. Customer was advised to try another sensor. Troubleshooting was performed for tester procedure for transmitter. Led light did not blink when connected to the tester or when removed from charger after it was fully charged. Troubleshooting was performed for loss of communication. Led light does not blink when connected to the sensor but transmitter was confirmed to have been charged. No harm requiring medical intervention was reported. No product return is required for mmt-7040a. The customer will discontinue the use of the transmitter. Mmt-7841zn was requested and customer response was the device will be returned.